Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection and a functional fill test did not identify and evidence of the reservoir being ruptured. However, leakage was noted at the welded area of the volume indicator port located inside the housing. A batch review will be performed. If additional relevant information involving the reported condition is obtained, then a follow-up report will be submitted.

Event description:
It was reported that the reservoir of a multiday infusor had ruptured during filling. There was no patient involvement. Additional information was requested and is not available.